Event description:
The company was informed that the electrode array of the pt's device has migrated out of the pt's cochlea. The surgeon reported that revision surgery was performed on (B) (6) 2010 to reposition the device.